Event description:
Healthcare professional reported a lap-band port "was not holding liquid." The pt reported "no restriction." The doctor added 4.5 cc's and when the pt came back for a follow up appointment "there was nothing in the band." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumbed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."